Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The pump screen became non-functional, but after instructions from technical support, plugging it into a known working power source resolved the issue temporarily. Subsequently, a malfunction code was detected. The customer chose to use the current pump with an alternate method available if necessary.